Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 98 mg/dl and 346 mg/dl. No adverse event reported. Based on parkes error grid analysis, the bias between these two results is in zone c/d.